Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
Two events were extracted from a published article (moshayedi p, jadhav ap (2018). Direct aspiration catheter fracture and retrieval during neurothrombectomy. Interv neurol. 7(3-4):148-152. Doi: 10.1159/000486245). One of the two events described below was reported to penumbra by the hospital in 2017. At that time, an MDR was filed under MFR # 3005168196-2017-00711. Due to the similarities of the two events with no information to differentiate between them, both events are described below. Incident #1) a patient was undergoing a thrombectomy procedure in basilar artery using a penumbra system ace 64 reperfusion catheter (ace64). A triaxial system consisting of the ace 64, non-penumbra microcatheter and non-penumbra microwire were advanced into the distal left vertebral artery ¿ segment 2 (v2) artery. Attempts to advance the neuron max 6f 088 long sheath (neuron max) past the proximal v2 artery were unsuccessful. The ace catheter was withdrawn, but it was noted that the distal tip of the ace 64 catheter was retained in the neuron max. It was decided to withdraw the neuron max into the abdominal aorta. The retained tip of the ace 64 was successfully retrieved using a non-penumbra snare device. Then the clot was successfully microaspirated using new catheter, microcatheter and microwire. Given the probable endothelial damage, subsequent antiplatelet was used. The patient was transferred to neuro-intensive care unit, showed a mild neurological improvement, and was discharged to inpatient rehabilitation unit in stable condition. Based on the report, combination of tortuous anatomy of cerebral artery (a proximal loop in the left vertebral artery) and application of tensile stress to ace 64 appear to be the probable contributor to ace 64 breakage. Incident #2) a patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 64 reperfusion catheter (ace64). The ace 64 advanced over the velocity delivery microcatheter (velocity) and a non-penumbra microwire and into the superior division of the mca. After withdrawing the microwire-microcatheter combination, aspiration was applied to the ace catheter and the catheter was withdrawn under continuous aspiration. However, follow-up control angiography runs showed retention of the distal ace catheter in the left mca. After several attempts to retrieve the ace 64 using a stent retriever and balloon inflated catheters, a successful retrieval was achieved using a microsnare device to capture the proximal fractured ace 64. Given the probable endothelial damage, subsequent antiplatelet was used. Following successful revascularization, the patient was transferred to neuro-intensive care unit. The patient¿s hospital course was complicated by aspiration and respiratory distress. The patient¿s family adjusted the patient¿s care on comfort based on the patient¿s prior wishes to not undergo intubation or further aggressive measures. Based on the report, combination of tortuous anatomy, stenosis of the cavernous segment of the left internal carotid artery and application of tensile stress to ace 64 appear to be the probable contributor to ace 64 breakage.